Event description:
It was reported that on may 10 2023, neck bolt in question could not be connected to the fns neck bolt device. However, another size of the neck bolt was able to be connected to that fns neck bolt device smoothly. No further information is available. This report involves one (1) bolt f/fem neck syst f/construct length this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery was completed successfully without any problems with implant fixation due to the use of an alternative. There was no surgical delay or medical intervention required. The patient status/outcome was reported as stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 04.168.285s, lot 8613p03: the product was released on: december 04, 2023. Manufacturing site: jabil grenchen. A manufacturing record evaluation was performed for the finished device and no nonconformances / manufacturing irregularities were identified during the manufacturing process. H3, h6: a product investigation was completed: visual inspection of the returned device found nothing indicative of a device nonconformance. The reported allegation cannot be confirmed. A dimensional inspection was performed and met specifications. A functional test could not be performed as the mating device was not returned. The drawings reflecting the current and manufactured revisions were reviewed. The overall complaint was not confirmed as the observed condition would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.